Event description:
It was reported that a moss miami polyaxial screw was disassembled, with the screw cap and shaft separated from the screw head. According to the complainant, the screw was implanted in 1997 and recently the patient experienced pain. The screws were removed, as they were determined to be the source of the pain. The patient had a successful lumbar fusion. While trying to back the screw out, the screw disassembled. There were no other adverse consequences to the patient. The most likely cause of the event is excessive force placed on the screw during explantation. The screw had been implanted for approximately 4 years. Due to the successful bone fusion, additional forces from the bone growth around the screw could make screw removal difficult. Excessive force would be required in order to remove the screw, causing the screw to break. The labeling contained in the packaging of the product warns against such issues. The screw's intention is only to stabilize the spinal pathology during the required time period for a successful fusion to take place. Because the screw had been implanted for 4 years and a successful fusion had occurred, the screw most likely passed its useful life. No further action is required.